Manufacturer narrative:
The t:flex cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem t:flex pump user guide states to not use any other insulin with your pump other than u-100 humalog® or novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load cartridges. Reportedly, the customer filled the cartridge with 240 units of cold insulin. Subsequently, u-200 insulin pens were being used to fill the cartridge. During a follow-up call on (B)(6) 2017, the customer loaded a new cartridge successfully with room temperature insulin and confirmed that the issue had been resolved. There was no reported impact to the customer's blood glucose level.